Event description:
Potential for injury associated with a trsx5 wheelchair with loose and wobbly caster forks. This is likely to compromise the stability of the device and may cause injury to the user.